Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on customer service representative (csr) documentation, as medical surveillance specialist was unable to contact the patient by telephone. The patient reported that the alleged meter issue began on (B)(6) 2017, between 8 and 9 am, when he alleged he obtained an inaccurately high blood glucose result of ¿400 mg/dl¿ on the subject meter compared to ¿35 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is not known how the patient manages his diabetes or if he made any changes to his normal diabetes management regimen in response to the alleged inaccurate high reading. The patient denies developing any symptoms, but does state that he received treatment, but it is not known what treatment was received. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, the test strip vial was not cracked or broken and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly attended a hospital and received treatment, following an alleged inaccurate result on the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.